Manufacturer narrative:
MFR received date: 19aug2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the touch screen assembly resolved this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.